Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se with a 6fr sheath after a diagnostic procedure. Reportedly, the starclose se device was connected to the exchange sheath. Initial sheath splitting was completed and the locator wings were in the expanded position; however, when retracting the device out of the tissue, 3 to 4 cm, the device pulled out of the artery. Manual arterial compression was applied to achieve hemostasis. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported loss of access was confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-confirming material reports or exceptions that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar loss of access incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.